Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. Unknown, new jersey, 00000 USA has been used as a default. (B)(4). Investigation summary: two photos each displaying a loose 3ml syringe along side an unshielded needle and blister pack from batch 9270267 (p/n 309575) were received and evaluated. Clear fluid droplets were observed in the needle hub and collar of the barrel. No defect was confirmed. The reported defect could not be confirmed based on the photos provided. Physical unused samples from the same batch are necessary for a more thorough investigation and potential root cause determination. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle hub separated from the syringe 3ml ll w/ndl 21x1 rb. This occurred 3 times during use. The following information was provided by the initial reporter: "I buy these syringes 20 at a time for testosterone injections. This is the 3rd one in this batch that has fallen apart when I removed the needle cover. The green tip and needle come right off with the cap. I have replaced the cap and pushed hard and rotated clockwise and been able to get the needle part back on."